Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed and reproduced the reported condition of failure code 515:320:654:0000, and determined the root cause to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 515:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is (B)(4), which is classified as remediated. No additional information is available.